Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe plastipak 20ml s/su tore, potentially breaching sterility. The following information was provided by the initial reporter: "the packaging presents difficulty when detaching in the perforated part, tearing in the sealing, and the use of syringes is unusable."